Event description:
Patient called in 2002, alleging that their one touch profile meter was reading inaccurately high and erratic. A year ago, the patient passed out and was taken in an ambulance. Patient did not remember the readings. Patient was given IV glucose. Patient is also alleging that the meter was reading inaccurately erratic. Readings of 188, 217 and 109 mg/dl are documented. It is unclear if patient is talking about the same meter. Unable to contact the customer to obtain more information. Sending letter.